Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is1 connector pin and 48cm proximal to the lead tip. A proximal fragment (including the yoke and connector pins), a distal fragment (including the lead tip) and a medial fragment were returned for analysis. An additionally medial fragment (approximately 6cm length) was probably not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 32cm proximal to the lead tip that the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Further damages such as several cuts into the insulation and deformation of the outer conductor coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient experienced a fall in (B)(6) of 2018. After that event, the patient had vf episodes with noise that were aborted before therapy was delivered. The lead was explanted on (B)(6) 2021 due to intermittent non-physiologic noise noted on both the rv and ra channels. The noise was reproducible with patient movement. During the extraction it was noted that the lead was trapped under the patients clavicle. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
A method, result, and conclusion code were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.